Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the inserter had scuffing on the shaft and impact marks on the strike plate. There was some damage to the threads. There was no visible damage to the shell. The inserter threads could be removed from the shell and could be threaded back in with no resistance. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Item # 110010269 - review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. No device problem was found. Functional testing found the inserter was able to be removed and rethreaded into the shell without resistance. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.

Event description:
It was reported that an experienced surgical technologist threaded the one-piece g7 shell impaction handle onto an osseoti shell and the surgeon could not unthread the handle once shell was impacted. The procedure was completed using another impactor.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: (B)(4) the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.